Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that while in the sicu, the md "thought the balloon looked funny"; as if there were grooves in the iab. Nevertheless, the md inserted the iab via the femoral artery. Prior to insertion, the patient had a systole of 60 and after the iab was inserted, the patient's systole was 160 and the patient appeared distressed. The md felt it was difficult to remove the iab, because it was not totally deflated. The iab was removed. The patient's systole returned to 60. There were no reported patient complications.